Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported removing the device due to a skin irritation on his chest under the front clasps of the garment. The patient described the irritation as soreness on his chest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the medical staff at the hospital suggested the patient place a piece of clothing between the body and snaps. The patient did not request new garments. The medical outcome is unknown. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported removing the device due to a skin irritation on his chest under the front clasps of the garment. The patient described the irritation as soreness on his chest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the medical staff at the hospital suggested the patient place a piece of clothing between the body and snaps. The patient did not request new garments. The medical outcome is unknown.